Event description:
The manufacturer received information alleging a ventilator was displaying an error related to the oxygen blending module board. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging an issue ventilator was displaying an error related to the oxygen blending module board related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated.these failures could possibly be due to contamination of u28 and u29. Pil did not observe any visual defects on the board.sensors were contaminated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue ventilator was displaying an error related to the oxygen blending module board related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated.these failures could possibly be due to contamination of u28 and u29. Pil did not observe any visual defects on the board.sensors were contaminated. Section h6 updated in this report.